Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2014 patient had an magnetic resonance imaging (MRI) of the chest; the pump did resume normal function post MRI , however the patient felt something very hot go up his back and also patient¿s pump got very hot. ¿it just happened that one time right after pump resumed normal function¿. Reporter was wondering if with the increase of heat that patient had experienced, if that would affect the efficacy of the drugs. After the pump resumed normal function patient was "given the dose he was missing." The patient was a ¿ full quad and was unable to regulate his own body temp; when they were able to get his body temp back down to regular everything was just fine¿. The MRI was not related to patient¿s pump, but was for back pain. The pump was used to deliver baclofen and dilaudid. Additional information later reported the patient had a temperature of 100.4 f and the hcp wanted to know if the drug is "ok" if the patient has that temperature. The patient wanted a dose increase. Additional information has been requested, but had not been received as of the date of this report.